Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to skin laceration and contusion cannot be ruled out. The fall was unrelated to device use. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Contusion is an expected event with optune gio device use (ef-11 0% and 4% ef-14 optune arm). Note: additional device serial number (B)(6) manufactured on july 21, 2025, UDI: (B)(4).

Event description:
A 47-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient reported to novocure that she was hospitalized from (B)(6) 2026 to (B)(6) 2026, following a fall that occurred on (B)(6) 2026. As a result of the fall, the patient sustained a skull contusion and skin laceration to the head. Reportedly, the laceration was treated with unspecified surgical intervention. The patient was on optune gio therapy at the time of the event. Therapy was temporarily discontinued to allow for wound healing. The patient reported on (B)(6) 2026, that she would remain off therapy for additional days. The patient resumed optune gio therapy on (B)(6) 2026. Several attempts were made to contact the prescribing physician with no reply.